Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. The IFU states, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. Please note that the date of the event is unknown and the reintervention date (B)(6) 2019 will be used to cover the event date.

Event description:
On (B)(6) 2014, this patient underwent an endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The index procedure was completed without any issue. On an unknown date, during the follow-up scan, an aneurysm enlargement (unknown amount) and a proximal type I endoleak from the gore® excluder® aaa endoprosthesis featuring c3® delivery system were confirmed. On (B)(6) 2019, the patient underwent the additional procedure and a gore® excluder® aaa endoprosthesis aortic extender component was implanted in the proximal side. The endoleak was resolved. The patient tolerated the procedure. The physician's comment: at the index procedure, a "bird-beak" configuration was seen at the proximal side of the stent graft. Reportedly, the length of the proximal neck was 35 mm, and the patient did not have a neck angulation outside the IFU.